Event description:
The pt rec'd an scs system including an ipg on (B)(6) 2010. It was reported that he is without stimulation. F/u on this matter found that effective stimulation was recaptured via reprogramming a no issues were found with the pt's scs system. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.